Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump powered on with the returned battery cap. Investigators were unable to confirm or duplicate the original complaint; the black box data from the date of the original complaint has been overwritten. The current black box data showed no evidence of a call service alarm 052/054 error. The pump was exercised for 24 hours with no power interruptions or call service alarm occurrences. Upon removal of the pump case, no evidence of moisture or loose components was observed internally. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that after changing the pump battery, the pump emitted multiple cs alarms even after rebooting the pump with multiple new batteries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.